Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack was completed. The reported problem (unable to power on monitor) was confirmed. Upon investigation the battery was unable to power on a monitor or charge. The last time the battery was used on (B)(6) 2022 causing the cell to mis-match for 29 hours. Per (B)(4), in order to maintain the battery when not in active use the battery should be recharged every 3 months. However, upon investigation a reportable malfunction was found. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.